Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate pelvic pain") in a 28-year-old female patient who had essure (batch no. B06098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation tests". The patient's past medical history included cervical cancer, hypertension, loop electrosurgical excision procedure, amenorrhea, multigravida and parity 3. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, vomiting, abdominal distension, chronic cervicitis, nabothian cyst, telangiectasia and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral tubal ligation with extraction of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dyspareunia, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: shortly after the essure insertion, patient began experiencing moderate pelvic pain. She reported this pain to doctor on (B)(6) 2013. She did not attribute this to essure. On (B)(6) 2014, patient reported to doctor that the pelvic pain was progressively worsening. Patient's pelvic pain substantially resolved after the (B)(6) 2014 surgery. 3 trailing coils on both sides. She did not claim that essure worsened a previously existing injury/condition. Current weight 140 lbs. Discrepancy noted in removal date. Previously reported as: (B)(6) 2014. In current follow up reported as: (B)(6) 2014. Lot no.-b06098- 4 of these is mentioned but no details provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. An ultrasound was performed on (B)(6) 2013, this showed bilateral echogenic areas exiting the uterus at level of cornea as seen with essure. An ultrasound performed on (B)(6) 2014 showed both essure coils noted and appearing in the correct position. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate pelvic pain") in a 28-year-old female patient who had essure (batch no. B06098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation tests". The patient's past medical history included cervical cancer, hypertension, loop electrosurgical excision procedure, amenorrhea, multigravida and parity 3. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, vomiting, abdominal distension, chronic cervicitis, nabothian cyst, telangiectasia and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral tubal ligation with extraction of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, dyspareunia, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: shortly after the essure insertion, patient began experiencing moderate pelvic pain. She reported this pain to doctor on (B)(6) 2013. She did not attribute this to essure. On (B)(6) 2014, patient reported to doctor that the pelvic pain was progressively worsening. Patient's pelvic pain substantially resolved after the (B)(6) 2014 surgery. 3 trailing coils on both sides she did not claim that essure worsened a previously existing injury/condition. Current weight 140 lbs. Discrepancy noted in removal date. Previously reported as: (B)(6) 2014 in current follow up reported as: (B)(6) 2014 lot no.-b06098- 4 of these is mentioned but no details provided. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. An ultrasound was performed on (B)(6) 2013, this showed bilateral echogenic areas exiting the uterus at level of cornea as seen with essure. An ultrasound performed on (B)(6) 2014 showed both essure coils noted and appearing in the correct position. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping),fatigue,weight gain, hair loss, she did not undergo essure confirmation tests", reporter, lot number, concomitant and historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("moderate pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral tubal ligation with extraction of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: shortly after the essure insertion, patient began experiencing moderate pelvic pain. She reported this pain to doctor on (B)(6) 2013. She did not attribute this to essure. On (B)(6) 2014, patient reported to doctor that the pelvic pain was progressively worsening. Patient's pelvic pain substantially resolved after the (B)(6) 2014 surgery. Diagnostic results: an ultrasound was performed on (B)(6) 2013, this showed bilateral echogenic areas exiting the uterus at level of cornea as seen with essure. An ultrasound performed on (B)(6) 2014 showed both essure coils noted and appearing in the correct position. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.